Event description:
It was reported that several months following the implant procedure, this right ventricular (rv) lead exhibited a sudden increase in capture threshold measurements, as well as highly variable pacing impedance measurements. Diagnostic imaging was performed which confirmed the rv lead had dislodged from the implant location, which was hypothesized to be the result of twiddler's syndrome. The physician subsequently performed a surgical procedure and the pocket was open. Upon inspection, the rv lead was found to be twisted in a way consistent with twiddler's syndrome. The rv lead was explanted and a new lead was implanted to resolve the event. The patient was stable with no additional adverse effects. This rv lead is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the observation of dislodgement and a twisted lead body. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that several months following the implant procedure, this right ventricular (rv) lead exhibited a sudden increase in capture threshold measurements, as well as highly variable pacing impedance measurements. Diagnostic imaging was performed which confirmed the rv lead had dislodged from the implant location, which was hypothesized to be the result of twiddler's syndrome. The physician subsequently performed a surgical procedure and the pocket was open. Upon inspection, the rv lead was found to be twisted in a way consistent with twiddler's syndrome. The rv lead was explanted and a new lead was implanted to resolve the event. The patient was stable with no additional adverse effects. This rv lead is expected to be returned for analysis, but has not yet been received.